Manufacturer narrative:
According to the practitioner the implant is lost (loss of osseointegration) after implant has been restored. The implant has been placed in 24 position on 10/23/2014 and removed on (B)(6) 2017.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.